Event description:
It was reported by hvt sales representative that the 2700 device was explanted at implant due to valve believed to be distorted. Rep, is in possession of the device and will send device to edwards. Surgeon not really interested in having valve evaluated, but rep, would like to have valve evaluated ..

Manufacturer narrative:
Evaluation summary: "indentations in the band at the inflow aspect along leaflet 3 are evident. Leaflet 3 exhibits depression in its cusp area at the inflow aspect, which led to spiral coaptation. The described indentations in the band and depression in the cusp, is most likely due to mechanical injury. No inconsistencies detected in the x-ray." Device history record review was not completed due to lot number/serial number was not provided.

Manufacturer narrative:
Device evaluation anticipated but not yet begun. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through telephone call from edwards hvt sales representative. A device history record review is currently in process. A request were made via e-mail for the device, operative report, and additional information, however, no additional information was provided and device was returned for evaluation, however the device evaluation has not yet begun.